Event description:
The operator of an advia centaur instrument observed smoke emitting from the power supply assembly. There were no reports of injuries or adverse health consequences due to the smoke emitted from the instrument.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that a non-siemens vendor assessed the instrument. The customer's vendor replaced the internal power supply and powered up the instrument. The cause of smoke being emitted from the instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.